Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the rewind due to the motor encoder signal being out of phase. Unable to perform the displacement test or verify any other error alarm due to the motor error alarms. The device was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump alarmed a motor error. Patient's blood glucose level is 87 mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.